Manufacturer narrative:
The investigation was performed by means of the initially provided complaint information as the device log file could not be made available. The service technician responsible for evaluation of the device on site found a hole in the lower ventilator diaphragm being root cause of the reported ventilator failure. For proper function of the ventilator a vacuum is generated between piston and diaphragm to avoid the diaphragm getting wrinkled during operation. In case of a hole inside the lower ventilator diaphragm causing a leakage the generation of a sufficient vacuum pressure and thus automatic ventilation might be restricted. The vacuum pressure is controlled by a pressure sensor. If the lower limit for a sufficient vacuum pressure is not reached the device will alarm "reinstall ventilator" and promptly it is additionally displayed "check ventilator". In this case automatic ventilation is restricted. Manual ventilation as well as monitoring functionality are still functional. As the material of the lower ventilator diaphragm is exposed to deterioration and mechanical stress it is part of the 3 years maintenance kit. Finally the lower ventilator diaphragm was replaced on site and the device was tested afterwards. The device was placed back into operation without further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started, results will be provided in our follow-up report.

Event description:
It was reported at the end of a case, the device displayed a ventilator failure. There was no injury reported.